Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B)(4), which was returned for routine maintenance, it was discovered that there was a missing locking nut on the trunk cable. The last patient to use this belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The last patient to use this monitor did not report any problems.